Manufacturer narrative:
(B)(4). The sample was returned for evaluation however, the evaluation has not yet been completed. Once the evaluation is complete, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: the condition of an ipump with a keyboard problem was confirmed and reproduced during product evaluation. The root cause was determined to be a defective micro-processor unit printed circuit board (mpu pcb). The mpu pcb was replaced to fix the reported condition.

Event description:
The facility representative reported an ipump with a problem with the keyboard. The process step is unknown. This condition has the potential to cause an interruption of delivery. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.